Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10 UDI # (B)(4). The complaint device was returned for evaluation. The investigation and visual inspection on the retuned unit showed that the base handle was closed without 6 in ch transitional installed and deformed handle hole. The 6 inch transitional teeth were worn and needed to be replaced; the shock cushion and 1/4in pin were worn. Further investigation showed that adjustment wrench was missing. The reported compliant was conformed from the evaluation. The observed condition was likely caused by wear and tear / improperly handling. The definite root cause could not be reliably determined.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A materials coordinator reported that the cam rod and lever of the a2101 mayfield ultra base unit would not accept transitional member. No other clinical information has been provided.